Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc could not review the manufacturing history record (DHR) because over fifteen years had passed from the subject device had been manufactured. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the switch for interlock caused by the deformation of the lamp access cover due to the deterioration by the long term use or the user handling.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the switch for interlock caused by the deformation of the lamp access cover was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the subject device could not be turned on. There was no report of patient injury associated with the event.